Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint databases did not show any other reports against the provided product and lot combinations. Review of the device history records did not find any anomalies with regard to the reported event. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 5/13/13- pfs received. Pfs reviewed for MDR reportability. The pfs reported partial to complete mobility loss, loss of range of motion, pain, suffering, disability, squeaking, inconvenience and unable to work. The stem is added to the complaint for the revision for high cobalt and chromium levels. There are no lab results for metal ions.the complaint was updated on: jan 5, 2016.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint databases did not show any other reports against the provided stem and liner product and lot combinations, and one against the femoral head. Review of the device history records did not find any anomalies with regard to the reported event. Medical records were previously reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 2/17/16. During investigation, it was discovered that the products were not returned, as initially reported. The complaint has been updated to remove the received date.

Manufacturer narrative:
(B)(4).

Event description:
The patient was revised because of high cobalt and chromium levels and other tests that were alarming to the doctor about the wear of the mom implant. The patient is also having pain and squeaking of the hip. Osteolysis was also reported.